Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients defective ipg was replaced with a non-rechargeable ipg. The patient was doing well postoperatively. The explanted ipg was discarded.